Manufacturer narrative:
Analysis of the AED's log files did not identify a cause for the depleted battery pack. Although requested, the battery pack and AED have not been returned and the cause of the complaint is not known.

Event description:
An international distributor reported their customer's AED would not power on, but it powered on with a spare battery. The customer did not report this occurring during patient use.